Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 79 mm diameter abdominal aortic aneurysm. The aortic neck was 18 mm in length with a diameter of 32 mm proximally and distally. The iliac aneurysms were 18 mm in diameter bilaterally. The femoral arteries were 10 mm in diameter bilaterally. The iliac arteries were moderately tortuous bilaterally. It was reported that at the two year follow-up the CT with contrast showed a type ib (left limb) endoleak where the distal iliac artery had expanded slightly. No reported intervention or action was taken. The event was left unresolved. The investigator assessed the event as not related to the procedure and is related to the device. It was also reported that 35 months post implant the patient suffered from vascular complications. The patient suffered from expanding visceral segment of thoraco-abdominal aorta which measured 6 cm in transverse diameter and resulted in a secondary endovascular procedure being performed where the patient underwent fenestration of the bifurcated stent graft endoluminal visceral abdominal aneurysm repair and placement of stent graft extension. The event resolved and the patient recovered. The investigator assessment states that the event is not related to the device or procedure. During this time the patient also suffered from post-operative bradycardia which required insertion of a permanent pacemaker following the endovascular procedure. The patient had a long history of 1st degree heart block. The event resolved and the patient recovered. The investigator assessment states that the event is not related to the device or procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (disease progression, iliac artery dilatation). Conclusion: inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (disease progression, iliac artery dilatation).